Manufacturer narrative:
The actual date of death is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported an over infusion event that occurred on (B)(6) 2025. Per report, the patient "died." The customer is requesting the manufacturer to review the device logs to identify which medications were infused from 3:00 pm on (B)(6) 2025 to 1:30 am on (B)(6) 2025. No further information was provided. Bd received additional information. It was reported that "the reason to do this (review of device logs) only to check the medications and the rate of it given by the machine. I¿m not believe that the device caused the death but maybe human mistake." Multipole attempts have been made requesting for the details of the event. However, no further information has been provided to date.

Event description:
It was initially reported an over infusion event that occurred on (B)(6) 2025. Per report, the patient "died." The customer is requesting the manufacturer to review the device logs to identify which medications were infused from 3:00 pm on (B)(6) 2025 to 1:30 am on (B)(6) 2025. No further information was provided. Bd received additional information. It was reported that "the reason to do this (review of device logs) only to check the medications and the rate of it given by the machine. I¿m not believe that the device caused the death but maybe human mistake." Per customer (unit manager of (B)(6)), "patient came to our unit for chemotherapy, started his medication at 16:30 (rituximab) 660 ml over 4 hours, then (gemcitabine) 1000ml over 1 hour, then cisplatin 1000 ml over 1 hour." The customer stated they do not believe that the device caused the death. The primary cause of death was reported as "cardiopulmonary arrest." The patient died on (B)(6) 2025 at 01:48 am. No autopsy was performed. The diagnosis was "diffuse large b cell lymphoma."

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-89242 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-89616, 2016493-2025-89247, 2016493-2025-108143, 2016493-2025-89617.

Event description:
It was initially reported an over infusion event that occurred on (B)(6) 2025. Per report, the patient "died." The customer is requesting the manufacturer to review the device logs to identify which medications were infused from 3:00 pm on (B)(6) 2025 to 1:30 am on (B)(6) 2025. No further information was provided. Bd received additional information. It was reported that "the reason to do this (review of device logs) only to check the medications and the rate of it given by the machine. I¿m not believe that the device caused the death but maybe human mistake." Per customer (unit manager of pediatric otu pediatric oncology nursing department), "patient came to our unit for chemotherapy, started his medication at 16:30 (rituximab) 660 ml over 4 hours, then (gemcitabine) 1000ml over 1 hour, then cisplatin 1000 ml over 1 hour." The customer stated they do not believe that the device caused the death. The primary cause of death was reported as "cardiopulmonary arrest." The patient died on (B)(6) 2025 at 01:48 am. No autopsy was performed. The diagnosis was "diffuse large b cell lymphoma."

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: date of death, describe event or problem, medical device catalog #, unique identifier (UDI) #, initial reporter city. Additional information: other relevant history, device available for eval?, returned to manufacturer on, report source, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of an over-infusion was not identified or confirmed through log analysis or laboratory testing. The suspect pump modules were found to be infusing within specification, and the sear was found to be properly closing the safety clamp when the administration set is removed . The investigation could not determine the specific drugs infused during the event as all the infusions were programmed as basic infusions, and the guardrails drug library was not selected by the clinician. As a result, drug-specific information such as the exact medication programmed cannot be determined. The only available data includes the programmed infusion rate and volume to be infused (vtbi). The internal inspection made on the suspect pump modules found their logic board, motor controller board, air in line assembly, harness assemblies, rear case and the bezel assembly without any existing issues or anomalies that may have been a contributing factor for the reported over infusion. The inspection and testing process did not find any existing malfunctions. The suspect pump modules were found to be infusing within specification with no observances of unregulated flow occurring. The pump module sears were also found to be properly closing the administration set safety clamp when the door was opened and all inspected parts were manufactured by bd. No errors were observed with the suspect pcu¿s on the reported date of the event. Also, review of the suspect pump module error logs showed no malfunctions relevant to the facility¿s complaint. The facility reported that the event occurred beginning (B)(6) 2025, at 3:00 pm until (B)(6)at 1:30 am. The facility requested a review of the device logs to identify which medications were infused. According to the facility, the infusions were expected to begin at 4:30 pm infusing 660 ml of rituximab over 4 hours, 1000 ml of gemcitabine for over 1 hour and 1000 ml of cisplatin for over 1 hour; however, log analysis confirmed that no infusions were programmed with those specific rates or volumes. The log analysis found all infusions were programmed as basic infusions, and the guardrails data set was not selected. The drug-specific information such as the name of the medication programmed cannot be determined. The closest match to the reported infusion was found on pump module s/n (B)(6). It was programmed as a basic infusion (no guardrails) with a rate of 999 ml/hr and a vtbi of 999 ml, running from 9:32 pm to 10:35 pm on (B)(6). This timing aligns with the facility¿s report of a one-hour infusion at 9:00 pm, but the volume does not exactly match the reported 1000 ml. Additionally, because it was programmed as a basic infusion, the specific drug used cannot be identified. Log analysis confirmed that pump modules s/n (B)(6) and s/n (B)(6) were connected to pcu s/n (B)(6), while pump modules s/n (B)(6) and s/n (B)(6) were connected to pcu s/n (B)(6). All suspect pump modules were actively in use during the timeframe of the reported event. Root cause: the root cause of the reported over-infusion was not identified or confirmed through log analysis. Inspection and laboratory testing of the devices found all the suspect pump modules to be infusing within specification, and the sear was found to be properly closing the safety clamp when the administration set is removed. The investigation could not determine the specific drugs infused during the event as all the infusions were programmed as basic infusions, and the guardrails drug library was not utilized, preventing identification of the medications administered. Note that this report lists imdrf annex a0404, a1801, g02017, c0503, c07 d08, d15, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.